Manufacturer narrative:
Concomitant medical products: d164awg ICD, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital after having received an inappropriate shock. At the time of the shock, the patient had exhaled deeply which the physician thought pulled the ventricular lead towards the atrium and resulted in oversensing of the atrial waves. The patient was advised not to breathe deeply and there were no further occurrences. During a device replacement procedure nearly 1.5 years later, the sensitivity of the rv lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.